Event description:
It was reported that supraventricular tachycardia (svt) and hypotension occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The closure device was deployed in the laa, but it protruded from the intended landing position of 135 degrees to 90 degrees. This was due to the shallow and well-developed pectinate, which did not provide enough lumen for the closure device to expand. The device was released at the physician's discretion. After the release, svt occurred during hemostasis, and the patient's blood pressure dropped suddenly. The transesophageal echocardiography (tee) was reinserted, confirming the closure device's position was stable with no movement. The patient's blood pressure recovered, and they were confirmed to be awake before discharge. The physician suspected that the administration of protamine and the simultaneous checking of the patient's pacemaker might have triggered the event.